Event description:
On (B)(6) 2014, the patient reported that the display on his infusion device had missing pixels that affected the value displayed. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.